Event description:
Philips received a complaint by the customer on the v60 indicating that the bottom left corner of the touchscreen was not responding. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the bottom left corner of the touchscreen was not responding. The customer stated that the unit could be calibrated properly but the bottom left corner of the touchscreen would not respond when powered off and on. The customer confirmed in the touchscreen diagnostic mode that the bottom left corner does not respond. The remote service engineer (rse) provided the customer with the part number of the touchscreen and user interface (ui) printed circuit board assembly (pcba) to order and replace. Per god faith effort (gfe) response, the customer was able to calibrate the touchscreen and resolve the reported issue. The customer calibrated the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.